Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to corroded keypad traces. No stuck button error alarm noted. The p-cap locks properly into place. Device was received with stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated they did not press a button down for 3 minutes or longer. The insulin pump will be returned for analysis.